Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was over 600 mg/dl. After few hours the blood glucose level was 400 mg/dl. Customer treated with the syringe for high blood glucose. Customer stated that the drive support cap was normal. Customer also stated that the cannula was bent. Troubleshooting was performed for high blood glucose. The infusion set will return for the analysis. The insulin pump will not return for the analysis.